Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare provider reported a right side deflation and bilateral implant calcification. Physician reported right side patient "complains of flatness in her right breast." "There is a 0.8 cm cyst in the right 10:00" was reported via ultrasound and mammogram. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported a right side deflation and bilateral implant calcification. Physician reported right side patient "complains of flatness in her right breast." "There is a 0.8 cm cyst in the right 10:00" was reported via ultrasound and mammogram. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, opening on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack opening on valve however not leaks and striated opening on anterior, non-penetrating nicks on the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Striated opening assessed as surgical damage.